Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed successfully. After removal of the steerable guide catheter, a bi-directional shunt was observed through the transseptal puncture. A 10mm amplatzer septal occluder was chosen for implantation utilizing 8f amplatzer torqvue delivery system. During deployment the occluder deformed into a cobra shape. The device was not released and was retracted and removed. Outside the patient the device was redeployed and no deformation was observed. The shunt by then had become only left to right so occluder placement was abandoned.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a results of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.